Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the screw thread was damaged. The screw was inserted through the inserter guide. The thread was damaged completely, so the screw had no grip anymore and had to be removed. It was also reported that it was also very difficult to disconnect the inserter from the implant. The surgeon could easily pull out the implant again. The screw should have been implanted on the left side caudal. Implant was put in a manner that the single screw was cranial and the two screws caudal. It was further reported that the screw was set in an angle that was too big; so the thread was damaged by the metal of the secure lock mechanism. The surgeon also assured that he didn't use any inserter to put the screws through. The surgery was completed with another device.

Manufacturer narrative:
The returned device was examined. The screw threads are damaged; the complaint is confirmed. A review of the manufacturing records did not reveal any discrepancies which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.